Manufacturer narrative:
UDI #: (B)(4). The field service specialist (fss) visited customer site to inspect the system. Fss was unable to duplicate the reported error. Fss replaced multiple parts (monitor pivot assembly, graphical user interface (gui) printed circuit board assembly (pcba), programmed hard drive, network adapter, inverter backlight, hard drive cable assembly, instrument manager cable assembly) for isolation of reported error. Fss completed the system checkout and verified all modes of operation and all calibrations. The unit was found to comply with all abbott specifications. Fss replaced power supply with a new revision as the power supply in unit was the old revision. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.